Event description:
It was reported that, just after the implant procedure, the patient had an inappropriate shock due to the oversensing of noise. The shock occurred when the patient was sitting up. The sensing vector was set to the primary vector. A review of the electrograms found significant rail-to-rail noise alternating with small amplitude signals. The high energy shock impedance was 110 ohms, which is high but within normal limits. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.